Event description:
After opening the package, it was noticed that the tip of the catheter was bent and the stent was partially deployed. There was no damage to the packaging when the product was taken from storage. There was no mishandling of the prod prior to opening. It is unk if the protective tubing was in place when the package was opened. When opened, the physician noticed the tip of the catheter was kinked and the stent was slightly deployed. The prod was not used in the pt. The procedure was successfully completed with another stent delivery sys.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be forthcoming within 30 days upon receipt.